Manufacturer narrative:
(B)(4). Batch # r93d41 . Investigation summary: the analysis results found that the er320 device was returned for analysis and upon inspection, the jaws were found to be in a misaligned condition. Also, a plastic bag with 2 scissored clips was returned as well as the tyvek. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed 3 scissored clips due to the misaligned condition of the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the condition found includes closing the device over an existing hard object or clip, placing stress on the jaws, causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. The lot and batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the packaging process.

Event description:
It was reported that during a gallbladder procedure, the surgeon said that the clips were falling out or scissoring when he fired the gun. Case completed with another device of the same product code. There were no patient consequences reported.